Manufacturer narrative:
Investigation findings to date indicate that the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated with the reported issue. This event is being investigated by the manufacturer via a CAPA. The investigation is pending, and a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that a saline bag refilled an unknown amount during recirculation. There was no patient involvement. The machine was removed from the floor.